Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2023, with lot number 3116386. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on radius assessed as surgical damage. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture discovered during surgery. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture discovered during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture found during surgery.